Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 03/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with the keypad peeled off. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up and down arrow buttons were intermittently unresponsive. The ok button was unresponsive due to the contact missing. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 the patient contacted animas stating that on (B)(6) 2012 she was swimming with the pump and a wave knocked her into a rock and the battery compartment was damaged from the impact. The patient stated that since the incident the keypad buttons have become unresponsive. There is no reported damage to the rubber keypad. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.